Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Follow up 001 was incorrectly reported under MFR# 3004753838-2017-27132; this should have been reported as follow up 001 under MFR# 3004753838-2017-25056.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with incorrect MFR# 3004753838-2017-27132. Resubmitted follow up 001 report with correct MFR # 3004753838-2017-25056 to match the initial MDR.

Event description:
Previously f1 was submitted with incorrect MFR# 3004753838-2017-27132. Resubmitted follow up 001 report with correct MFR # 3004753838-2017-25056 to match the initial MDR.